Event description:
Device malfunction: none. Time of symptoms/ae: 6-days post-procedure. Symtpoms/ae: chest pain, myocardial infarct. It was reported that the pt had a successful carotid stenting procedure in 2006 and was discharged to home next day. It was noted that 6-days post-procedure, the pt presented with chest pains and had a repeat angio and testing which revealed elevated troponin level and mi. It was further noted that a non-abbott stent was placed in the coronary, and the condition resolved 9 days later. No additional info available.

Manufacturer narrative:
Study event.